Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads. All operating currents were within specification. The insulin pump passed the self test. No unexpected battery out limit alarm was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed battery out limit. The blood glucose reading was 349 mg/dl, which the customer stated she would treat with manual injection. She observed that the batteries had been out of the the device for longer than the duration allowed by the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.